Event description:
The explant was received for investigation. According to the explant report there was a skin infection and only one screw was tight at the time of explantation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for clinical reasons, namely a skin infection. The circumstances related to the infection have not been disclosed. In addition, only one screw was tight at the time of explantation due to undetermined reasons. As the user transferred from another clinic only limited information is available. This is a final report.

Event description:
The explant was received for investigation. According to the explant report there was a skin infection and only one screw was tight at the time of explantation. Additional information stated that the surgical wound healed properly. It is unknown when the infection started nor whether the type of infection or treatment was identified. The device was not exposed through the skin and there was no allegation being made against the device.